Manufacturer narrative:
The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as the file states that the physician does not feel the iol caused the pc tear. Based on this information, the device did not cause/contribute to the event. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no similar complaints reported in the lot. A root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that when the viscoelastic was being removed following intraocular lens (iol) insertion during an iol implant procedure, a tear was observed in the posterior capsule. A three-piece lens was implanted instead. The surgeon noted that the tear was likely not due to a faulty iol. Additional information has been requested.